Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an oozing rash under the lifevest. The patient placed a bandage over the rash and began using a cream on the irritation. Follow-up indicated that the rash was not improving and was still oozing.